Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements. At implant in 2009, the pacing impedance measurements were 800 ohms; however, the most recent measurement was 1,990 ohms. No noise was observed and all other lead measurements were stable and in normal range. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant reviewed the data recorded via the remote monitoring system and noted that the cardiac resynchronization therapy defibrillator (crt-d) recorded two pacing impedance measurements above 2,000 ohms in (B)(6) 2016. The field representative was to discuss this with the physician. The physician was planning on monitoring the patient via the remote monitoring system and then see the patient in 6 months. No adverse patient effects were reported.